Event description:
Patient was undergoing a combined aspiration thrombectomy and mechanical embolectomy of left m1 occlusion and percutaneous arteriotomy. A 5 max perfusion catheter was used during the procedure. When the physician was slowly withdrawing the catheter into the shuttle sheath, a popping sound was heard approx at the mid catheter stage of withdrawal. The physician continued to remove the catheter and saw that the wire inside the catheter had unravelled at the point of the fracture. All parts of the catheter were retrieved and the patient experienced no ill effects from the breakage of the catheter.